Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0204737247, implanted: (B)(6) 2011, product type: lead. Product ID: 3389, lot# b0204640375k, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported the event had also resulted in an urgent care visit and an unscheduled clinic visit. Etiology noted the neurostimulator and extension; programming/stimulation, surgery/anesthesia. The following information was previously reported and then unreported due to relation however new information received shown above indicated it was related. - it was reported the patient presented at the emergency room, the patient had increased confusion with audial and visual hallucinations. No abnormalities were seen biochemically. A urine culture showed polyuria. All laboratory testing was normal. Stimulation parameters were checked but left unchanged. It was unknown if the event was related to the device. The event resolved without sequelae. The patient was admitted to a psychiatric clinic. Event resulted in prolongation of existing hospitalization. The final diagnosis is not known at this time.

Event description:
Additional information received reported etiology was updated to also include the subthalamic nucleus (stn) lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported diagnostic methods included laboratory testing with normal results on (B)(6) 2014. Additionally an examination was performed the same day.

Event description:
It was reported the patient present at the emergency room due to tiredness, freezing and anxiety with hallucinations. The patient had increased confusion with audial and visual hallucinations. No abnormalities were seen biochemically. A urine culture showed polyuria. A CT scan and impedances were done and had normal results. All laboratory testing was normal. Stimulation parameters were checked but left unchanged. It was unknown if the event was related to the device. The event resolved without sequelae. The patient was admitted to a psychiatric clinic. Event resulted in prolongation of existing hospitalization. The final diagnosis is not known at this time. The tiredness was a consequence of pneumonia from which the patient suffered a month prior to the event.

Event description:
Additional information reported the event was changed to not related to the component. The relatedness to the stimulator, leads, extensions, and adaptors was deleted.

Manufacturer narrative:
(B)(4).